Manufacturer narrative:
(B)(4). Date of birth is year valid only.

Event description:
Four in.pact admiral paclitaxel eluting balloon catheters were used during index procedure in the left sfa to popliteal. Approximately 6 months post index procedure patient suffered stenosis in the left sfa and was treated with 3 in.pact admiral paclitaxel eluting balloon catheter. Approximately 20 months post index procedure patient suffered restenosis of the left sfa and was treated with 4 non-mdt debs 8 months later ((B)(6) 2015). Investigator assessed that the event is possibly related to the study device and procedure but not related to the paclitaxel. Patient recovered.

Manufacturer narrative:
The cec assessed the previously reported restenosis of the left sfa as related to the device but not related to the procedure or drug.